Event description:
Boston scientific received information that out of range shock impedance measurements of greater than 125 ohms was displayed on the right ventricular (rv) lead. Programming configurations were made in an attempt to lower the measurements. Last measurement displayed was 106 ohms. Defibrillation threshold (dft) testing was going to be performed to verify sensing and defrillation with the new confguration. A request for additional information was sent. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that programming resolved the out of range measurements. No cause was determined.

Manufacturer narrative:
This report will be updated if additional information becomes available.